Event description:
It was reported that the external pulse generator had cracked outer cases. The generator was returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release, lead flex cover and the battery drawer were contaminated, the ring and side bail covers were broken, the battery contacts were compressed, and the battery drawer o-ring was missing. (B)(4).